Manufacturer narrative:
The cause for the discordant tni-ultra result is unknown. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false high advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. A second draw was tested two hours later and the result was negative. The initial patient sample was repeated without centrifugation and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00032 on (B)(6) 2017. On (B)(6) 2017 additional information: a siemens field service engineer (fse) was sent to the customer site for system inspection. The tubing from peripump grey/ blue and rinse blocks were changed. The luminometer was cleaned. The tni-ultra was calibrated and a flyer was obtained in n=20. The fse installed a new peripump and wash 1 pump. The waste tubings were replaced. A tni-ultra precision run was performed. The results were acceptable. The cause for the discordant advia centaur cp tni-ultra results is unknown. While the exact cause of the falsely elevated sample results cannot be determined, an instrument error/maintenance in the wash area as causative agent cannot be ruled out. Post service system works as specified. The instrument is performing within specifications. No further evaluation of the device is required.